Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastrointestinal tract during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Address: (B)(6). Phone: (B)(6). Email: (B)(6). Fax: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.